Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise with oversensing resulting in automatic mode switching was observed on the electrocardiogram and electromagnetic interference or lead damage was suspected. Lead provocative testing was completed and the noise was reproduced. No further testing or intervention was completed, the physician decided to monitor the patient. The patient is stable.